Event description:
It was reported that during a device upgrade procedure, the left ventricular lead exhibited an undefined anomaly and loss of capture. The lead was repositioned on (B)(6) 2014 and the condition of the patient was good post procedure.